Event description:
Dermatologist sent samples of two products to be used interchangeably. Atrapro spray and atrapro gel. The logos are the same. The color of the containers is the same. The brand name is the same. The products are completely different! The spray is a dermal spray for wound debridement. The gel is an antipruritic gel for dermatitis. This is causing prescribing errors! Dose or amount: thin layer, frequency: bid, route: topical. Reason for use: planus lichen.